Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reports leaking around the green bonded cap on the taxium tubing used in the inpatient oncology unit. Etoposide was infusing via the secondary set for this event. No patient harm or medical intervention was reported. No further patient/event information was provided.